Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, the proximal circumflex was being treated for restenosis of a previously implanted pixel stent. The date the pixel stent was implanted is unk. A 3.5 x 23 mm xience v stent was used to treat the in-stent restenosis; however, during deployment of the stent a dissection occurred at the edge of the stent. Therefore, an additional xience v stent was used to treat the dissection, additionally, during the procedure the lmca lesion was successfully treated with another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined, restenosis is a risk of coronary stenting procedures, and is in the IFU as a potential adverse event. Further, this pt effect, in addition to hospitalization, are in the risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. In the case, there is no indication of a product quality issue; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined. The 3.5 x 23 mm xience v stent is being reported under another MFR report number.